Event description:
It was reported that pump experienced multiple malfunctions with numerous cartridge alarms, which led to high blood glucose readings that displayed as ¿high.¿ with no exact value provided. Customer addressed high blood glucose with a correction injection using multiple daily injections, reset pump to clear malfunction, and did not require help from emergency services, while technical support determined pump assisted with an out-of-warranty loaner pump agreement and confirmed shipment of loaner pump once corrected form was received, after which no further assistance was needed.